Manufacturer narrative:
Additional information: on january 14, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on december 16, 2020, mentor became aware that the patient underwent device removal and replacement with 375cc mentor memorygel breast implants, catalog number 3505375bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: two products without lot number and unidentified were returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the both returned devices. Visual analysis of the returned samples revealed that no damage or anomalies were observed on the sm hps dv 310cc breast implants. Leak testing was performed in both devices, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: deflation status identified by MRI evaluation includes both suspected deflations, which are those identified by MRI but not confirmed by explantation and examination of the device, and confirmed deflation, which are those that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 310cc saline mentor smooth round high profile breast implants and experienced deflation on the right side postoperatively. The deflation was confirmed with a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.